Manufacturer narrative:
(B)(4). Date of initial report (B)(4) 2014.

Event description:
Procedure type: colostomy. According to reporter: dr. (B)(6) performed a colectomy (uncertain the exact case) on an obese (B)(6) year old patient. Patient had other issues according to resident who provided this information. During morbidity and mortality meeting today at (B)(6) hospital, dr (B)(6) referenced this patient's death (died over the weekend) when dr (B)(6) was presenting on a complication he had that he attributes to a staple line bleed with the ta or open gia. Dr. (B)(6) does not know the cause of death but may have referenced it being caused by a staple line leak. Dr. (B)(6) did not re-operate on the patient that has unfortunately passed. The family has declined an autopsy although according to a resident, the blood results can be interpreted as a septic leak. Patient may have had other surgeries. Patient has passed away after the surgery. No tissue loss, blood loss, or extension of or time. Nothing left in the patient cavity and no buttress material used.